Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that every time the latch was closed, however the cadd solis vip indicated that the cassette was not properly attached. There was no patient involvement.

Manufacturer narrative:
Device evaluation- the device was returned for evaluation. The device was given functional testing; no issues were found with the device detecting a cassette or alarms. The device was found to function as specified. The examination of the event history log showed multiple entries of "cassette not properly attached" message but the issue was not reproduced during testing.